Manufacturer narrative:
Unit power up properly after battery installation. No blank display noted. No unexpected off no power, low battery, battery out limit and failed battery test alarms during testing. Unit was received with normal operating currents. Also passed self-test, unexpected restart error test, rewind test, basic occlusion test, prime/compromised force sensor system test and displacement test. However, unit was received stuck in the motor error loop during bolus/basal delivery and motor position encoder error alarm confirmed in the history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unit had minor scratched lcd window, cracked reservoir tube lip, stained address/serial number label and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and an off no power. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump alarmed off no power without the low battery alert warning. Customer also reported to have received a motor error and a motor position encoder error. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields . The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.